Event description:
It was reported that a progav valve was implanted on an unspecified date. According to the complainant, the valve had adjustment difficulties. The patient underwent a revision procedure on an unspecified date. No patient complications were reported as a result of the revision procedure. The complained product was not yet sent to the manufacturer for investigation. Additional information has been requested but not yet provided.

Manufacturer narrative:
The adverse event is filed under aic reference xc (B)(4). Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
The adverse event is filed under (B)(4). Investigation results: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. Batch history review: the device history records (DHR) were not able to be reviewed as no lot number was made available. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. Conclusion and measures / preventative measures: a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.